Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device. There were no device issues identified. The ipp was explanted and replaced. There were no patient complications reported.